Event description:
Diagnosis or reason for use: left total knee replacement. Event abated after use stopped or dose reduced? Yes. Smith medical asd, inc., portex no epinephrine spinal kit, nepi-nld-15583c-21 failed to work on patient. The bupivicaine spinal ampule in the kit, which is 0.75% in dextrose 8.25% did not produce an effect in the patient. The lot number and expiration date for the spinal kit used is lot# 3702073 exp: 06/01-2020. The product was properly stored at controlled room temperature and was intact at time of usage. (B)(6), crna was whom used this kit on our campus. The patient was not complicated and did not have any anatomical issue that lead to spinal insertion complications. Due to complications from kit not working, the patient was forced to receive general anesthesia to finish c-section.